Event description:
Caller states, the pt tested 6.4 inr on the coaguchek sys and 3.9 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect sys and replacement was sent.